Manufacturer narrative:
Device not available for eval as of date of this report. Additional info from the user facility report: pt gender: male, (B)(4), device name: 27g, 3.5 inch spinal needle, (B)(4). Expiration date: 01/2013, device returned to MFR: yes, (B)(6).

Event description:
Fragment of 27g x 3 1/2" whitacre spinal needle was broken off in pt and required surgical removal. ((B)(4)). Additional info from the user facility report: (B)(6) female was scheduled for (B)(6) 2011, l knee manipulation with spinal anesthesia and IV sedation ((B)(6)) as an ambulatory procedure. Propofol was administered for sedation. A 27g x inch whitacre needle was passed through a 20g introducer at l3-4 via l paramedian approach. Stylette was withdrawn w/ no csf noted. The needle was then removed. Upon removal, the 27g whitacre was noted to have fractured. The procedure was cancelled. Spine consultation and CT were obtained. Retained needle fragment was confirmed. Later in day on (B)(6) 2011, spine surgeon (B)(6) removed the needle fragment and sent it to pathology. Orthopedic surgeon (B)(6) performed the manipulation at this time as well. The procedures were done w/ get ((B)(6)). There were no complications of the procedure, the pt was transferred to the recovery room and admitted to a general inpatient unit for monitoring overnight (where she received a final dose of prophylactic antibiotic and po percocet for pain).